Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the main body and scope mount wear were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an image output failure was noted with the 4k autoclavable camera head. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon of an image was not displayed because communication failure occurred due to faulty cable. The root cause of the faulty cable could not be identified. The event can be detected/prevented by following the instructions for use which state: as to cable damage, we checked the contents described in the then instruction manual and found the following descriptions. We determined that the phenomena might have been prevented by following these descriptions. ·do not coil the camera cable into a diameter of less than 20 cm. Equipment damage can result. ·during storage, make sure that the camera cable is not subjected to excessive bending, straining, or twisting. This could damage the cable and/or the wires inside the cable. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. ·never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur. Olympus will continue to monitor field performance for this device.